Event description:
Related manufacturer reference number: 2017865-2022-39906. It was reported that during a pacemaker implant post-procedure check, there was no pacing observed. Upon interrogation it was noted that the patient was ventricular sensing, but was not ventricular pacing at all. The patient's pocket was re-opened and the patient's right ventricular lead was pacing as intended when connected to a pacing system analyzer. The physician opted to explant and replace the patient's pacemaker, but a lack of ventricular pacing was still noted when the lead was connected to the new device. The lead was then explanted and replaced as well, and full ventricular pacing was confirmed. There were no patient consequences.

Manufacturer narrative:
The reported events of a pacing failure and suspected damage of the suture sleeve were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. No anomalies were noted to the suture sleeve. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.